Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One (1) unused unit was received. Analysis details: manufacturing built and shipped the correct device which has a 7.0 mm ID shaft with a length of 75 mm. The international ordering organization provided a re-order form identifying part number was created for the new template with a length of 55 mm. This information was provided to the international ordering organization, so they would be able to order the correct device in the future. No adverse trends have been identified related to this issue. No corrective actions are planned at this time. Device history record (DHR) review summary: (B)(4) unit was released on 04-aug-2021 for distribution. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the DHR.

Event description:
It was reported that the cannula was the wrong size/diameter.